Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft was successfully inserted for the treatment of an abdominal aortic aneurysm with a 22mm diameter aortic neck. The pt has a history of hypertension and peripheral vascular disease. It is reported that the pt had small moderately tortuous and moderately calcified iliacs. It is reported that the left iliac artery was pre-dilated and a 22fr dilator was advanced. The stent graft was inserted without a sheath, positioned and deployed without difficulty. It is reported that the dilator caused a dissection of the left external artery. The physician successfully repaired the dissection of the external iliac artery by placing wallstents below the stent graft followed by a patch repair. The pt is reported to be doing fine and there is no add'l clinical sequelae.